Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. Because a lot number was not provided it is not possible to determine if this device met the specifications that applied at the time it was manufactured. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: brief inquiry description air in lina alarm. Detailed inquiry description pt scheduled to receive IV rochepin. Med scanned and hung at 1216. At approximately 1219 IV pump began ringing air bubble detected. Infusion stopped, IV door opened and tubing inspected which did not reveal any air visible. IV door close and infusion resumed. IV pump again rang air bubble detected. The above steps were repeated. At 1225 IV pump rang accumulated air alarm, and prompted to disconnect line from patient and prime line with 11ml. This was completed. The tubing was reconnected to the patient and another attempt was made to infuse the medication. Approx 2 min later the IV pump again rang air bubble detected. The infusion was stopped, door opened, no air was visible to nurse, tubing reinserted and infusion ran. The above process was repeated 3 times in total- thus priming 33ml of the 50ml infusion in attempt to clear the accumulated air alarm. Pharmacy was contacted for recommendations as to how to proceed as over half of the dose was wasted for following the pumps prompts to re-prime. No injury reported.